Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via a (B)(6) that they have experienced low blood glucose levels of 42mg/dl or 38mg/dl. There was no other information in regards to the high blood glucose episode was provided. The insulin pump will not be returned for analysis.